Manufacturer narrative:
(B)(4).

Event description:
Procedure type: law anterior resection / double stapling. According to the reporter: customer states when trying to remove eea, it was noted some of tissue had not been cut; a scissor was used to complete the resection. The leak test was performed, there was no leaking. A roticuiator 55-4.8 titanium s was used in this procedure. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. Under 200 cc bleeding. No reinforcement material was used in conjunction with the stapling device.